Event description:
It was reported that the pump touch screen has gradually darkened resulting in the inability to read the screen effectively. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.